Manufacturer narrative:
Exact date unknown, event occurred about six months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had was unable to charge the ipg due to the battery location. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient had malfunctioning battery, that is unable to charge to battery location. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 sn (B)(6). The ipg was returned for analysis and was charged fully. A review of the patients data indicated that the ipg had been charged fully with no issue and the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics.